Event description:
It was reported that during a hysterectomy procedure, the blade detached. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the I-blade was in good physical condition and not detached as reported. The electrode assembly was completely detached from the bottom jaws. The separated electrode assembly was relatively flat and did not appear to be bent from any external forces. Pieces of the ceramic were missing. The device was tested on the generator, and due to the returned condition, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. . It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Although the ceramic of the enseal device may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the piece could have been left in the patient. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication. Our bio-compatibility report indicates the risk of any short-term toxicity from the ceramic is unlikely. It is also, the opinion of our in-house medical director, that the risk of removal would most likely be greater than observation due to the very small nature of this foreign body.